Event description:
It was reported the pt developed a pump pocket infection. The pt had a fever and was admitted to the hospital. The pump and catheter were removed. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device tracking system indicates it is baclofen. Add'l info has been requested, but was not available as of the date of this report.